Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). H11) corrected data based on new information received: b1: adverse event to product problem. H1: serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "vena cava perforation, thrombus of the filter, causing ivc stenosis and extensive thrombosis of the ivc and lower extremities, requiring recurrent thrombectomies and angioplasty." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. A reference is made to the instructions for use: potential adverse events: ¿ damage to the vena cava ¿ pulmonary embolism ¿ filter embolization ¿ vena cava perforation ¿ vena cava occlusion or thrombosis ¿ hemorrhage ¿ extravasation of contrast material at time of vena cavagram ¿ hematoma at vascular access site ¿ infection at vascular access site ¿ thrombosis or stenosis at implant site ¿ death. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. PMA 510(k): since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Mfg date: unknown as lot# is unknown. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: ivc stenosis, thrombosis. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113.

Event description:
Dated (B)(6) 2014, thrombectomy reports, "status post inferior vena cava thrombectomy with improvement of flow below the ivc filter. However persistent filing defect noted at the level of the filter with little contrast passing cephalad is compatible with residual thrombus." Dated (B)(6) 2014, abdominal/pelvic CT reports, "overall improvement of flow within the ivc compared to prior study dated (B)(6) 2014. Short segment narrowing with filing defect at level of ivc filter compatible with residual thrombus." Dated (B)(6) 2014, post-tpa/peripheral vascular intervention reports, "there is a small filling defect noted projecting over the cephalad portion of the ivc filter compatible with residual thrombus. There is slight narrowing of the ivc in the region. Note is made of the ivc filter legs protruding outside the ivc wall."

Manufacturer narrative:
(B)(4). There were no device codes to report based on provided information.

Event description:
Additional information received on 2/15/2017 as follows: patient treated for dvt, with may thurner syndrome, factor v leiden, lupus anticoagulant. Patient is alleging: vena cava perforation, thrombus of the filter, causing ivc stenosis and extensive thrombosis of the ivc and lower extremities, requiring recurrent thrombectomies and angioplasty